Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Overlay tube is cut at 17.5cm, explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a single coil right ventricular (rv) lead was implanted and failed the defibrillation threshold several times during the procedure. The rv lead was explanted and a dual coil rv lead was implanted. No patient complications have been reported as a result of this event.